Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: the needle is clogging or not pushing through when applying an injection. This was brought to my attention the other day while a baby was getting a shot and could not push out the vaccine at all.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-may-2023. Investigation summary: one sample was provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. The sample did not expel the solution; this needle is clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 2153548. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: the needle is clogging or not pushing through when applying an injection. This was brought to my attention the other day while a baby was getting a shot and could not push out the vaccine at all.